Event description:
Physician reported that gellansert temporary punctum plugs were used on a prk pt post surgery. The plugs were placed in the pt to increase the retention of ocular medication. The pt has had persistent canaliculitis os. Pt has had irrigation of the canaliculus, but has had no resolution.

Manufacturer narrative:
It was reported that the forceps used for inserting the gellansert plugs were cleaned with alcohol wipes. This is the 1st of 3 reports from the same reporter on the product.